Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient could not tolerate charging due to severe nausea and vomiting. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's symptoms of nausea and vomiting were unknown if device related as the patient claimed to be nauseous when charging the device and also had a gallstone removal surgery since then.

Event description:
A report was received that the patient could not tolerate charging due to severe nausea and vomiting. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had not charge the ipg due to nondevice related medical issues. No further course of action taken.

Event description:
A report was received that the patient could not tolerate charging due to severe nausea and vomiting. The patient will undergo an explant procedure.